Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned to the lab with no output and no telemetry. Device analysis found that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported that the device could not be interrogated during follow-up. The patient had an intrinsic rhythm on the electrocardiogram when a magnet was applied. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku